Event description:
Additional information received reported that both coils were not submerged in hep/saline prior to being inserted in the patient originally. Both coils encountered resistance at the catheter hub, it was stated that the first coil already had a minor kink in the wire as in came out the package, however the physician was still comfortable with attempting to insert into the patient. Until resistance was felt it was decided not to go forward. Contributing factors to resistance for the first coil, as mentioned above, it had a kink in the wire as soon as it came out of the package, and for the second coil not advancing could be the fact that they used a penumbra lantern micro catheter, the hub of the catheter measures at 3.0f and tapers to 2.4f. The coils were not prepped before insertion and there was no resistance within the introducer sheath. Push wire damage was observed on the first coil, the kink was noticed immediately after retrieving it from the packaging. There were no push wire breaks with either of the coils. Only the second coil has pre mature detachment within the micro catheter. Contributing factors to the separation it was / break/ premature detachment that was seen in the second coil stated that during the procedure there was resistance with the second coil, that is when the resident was instructed to stop trying to advance and to take the coil out of the microcatheter. She did that and the coil was attached still at this point, so the resident submerged the coil under the hep/saline and pulled it back into the introducer catheter. The physician was asked to flush the microcatheter. The resident then tried to reinsert the coil and it went the same distance until she hit resistance again there was no excessive force added to trying to advance the wire. Again the resident was instructed to remove the coil, it was at that point that the coil wire out of the microcatheter, it was realized that the coil had detached and was in the microcatheter, it was mentioned to the surgeon and he removed the microcatheter from the patient and flushed the microcatheter. The second coil was repositioned two times. Contributing factors for the difficult placement of the coils was identified as possibly being that the microcatheter was not compatible with these specific coils. There was no evidence of tampering to the device packaging and the proximal end of the push wire was secured in the guidewire clip. The information provided has been confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that one concerto coil pushwire was found kinked and there was resistance within the catheter. The second concerto coil experienced resistance within the catheter and there was coil separation/break/premature detachment. There was also resistance within the introducer sheath. The patient was undergoing surgery to shut down the subclavian due to steel syndrome. It was noted the patient¿s blood flow was normal and vessel tortuosity was minimal. It was reported that a 12 x 30 helical concerto coil was first placed successfully into the left subclavian. The first 12 x 40 3d concerto coil was opened and once taken out of the plastic tubing, it had a visible kink in the wire, tried to still advance the coil in the microcatheter and felt resistance so it was stopped and decided to move on with the second 12 x 40 coil. The second coil looked intact, it was tried to advance the coil through the microcatheter (after the microcatheter was flushed) and felt the same resistance. It was then that the coil was removed from the microcatheter and the coil wire was advanced out of the clear sheath and submerged the coil in the hep/saline (per IFU), the micro catheter was flushed as well. A y-adapter was attached to the end of the microcatheter hoping it would provide better support and stability when advancing the coil. The coil, now properly prepped, was advanced through the microcatheter again. Resistance was again felt but the coil was advancing so continued with gentle but firm pressure. Then the coil came to a hard stop and could not advance anymore and there was still too much coil wire sticking out from the clear sheath. So, the coil wire and the clear sheath were pulled back out of the microcatheter. Once it was out, the coil itself was not attached to the wire anymore. The surgeon was notified and immediately removed the microcatheter from the patient. The surgeon flushed the microcatheter firmly and the coil came out onto the surgical table. All pieces were saved for observation. 2 additional coils were deployed afterwards through the same system; one was another 12 x 30 helical concerto coil and the third was a 14 x 30 helical concerto coil with no issues at all. There was damage to the coil pushwire middle segment. The pushwire was found bent/broken. There was friction or difficulty during delivery. There was coil separation/break/premature detachment. The implant coil was not in the patient as it deployed within the microcatheter, to which the surgeon immediately removed from the patient and the coil was flushed out of the catheter onto the surgical table. The coil was repositioned two times. It was removed from the patient after the first time, flushed the catheter and coil and then reinserted into the patient. There were no attempts to detach the coil. The delivery pusher was not rotated during procedure. The reported device was not prepared as indicated in the IFU as the coil was not submerged in hep/saline prior to being inserted into the patient. The implant coil did not push smoothly out from the introducer sheath as there was proximal resistance. There was no damage to the catheter. The continuous flush was not administered during the procedure as there was difficult placement. The coil was not implanted at the intended location. The device did not jump during deployment. There was no vessel damage. The tip of the catheter was not under stress and did not move during deployment. No patient symptoms were reported. Ancillary devices include a 5fx11 brite tip sheath, 5f terumo guide catheter, penumbra lantern microcatheter straight 2.95f tapered to 2.6f microcatheter, 018 asahi astado wire 300 cm guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.